Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), there was a mitral valve in valve embolization.  The patient had a pre-existing non-edwards mitral surgical valve that had regurgitation and stenosis with a flailed leaflet. A 26mm sapien 3 valve was placed inside of the 27mm surgical valve with good position, but coaxiality of thv was not consistent with the coplanar view of the mitral valve. The physicians planned to adjust as they deployed.  They proceeded to deploy the valve using rapid pacing via patient¿s permanent pacemaker (ppm). There appeared to be good deployment with a waist where the non-edwards valve inner sewing ring would have been.. It was then that the valve had gone to a position where it was barely in the surgical valve and very ventricular, as well as not coaxial to the surgical valve.  The team advanced the delivery system into the thv to then try to bring it back into the surgical valve. The valve embolized into the left ventricle (lv) maintaining wire placement through the sapien 3. Many attempts were made to try and bring the sapien 3 back into place with all fails.  Physicians ended up deciding to place another sapien 3 in the surgical valve with success implanting more atrial.  The sapien 3 in the lv was then expanded with a 28mm non-edwards balloon to make the valve incompetent. The patient was inoperable, surgical intervention was not an option. The patient in recovery doing well, embolized valve is lodged between the mitral and aortic, but he is doing well and improving.

Manufacturer narrative:
UDI (B)(4) per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results indicate that the coaxiality of thv was not consistent with the coplanar view of the mitral valve during deployment, which may have contributed to the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.